Manufacturer narrative:
(B)(4). Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to verify under delivery anomaly due to missing retainer. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Unit uploaded properly using carelink. No missing serial number label or missing address/serial number label noted. No labeling anomaly noted. Unit also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and a missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 25.9 mmol/l. The customer was treated with insulin drip. Customer stated that retention ring was gone and reservoir stays in place. Customer was performed displacement verification and high pressure test and there was no issue. Customer stated that insulin pump had low battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.